Manufacturer narrative:
It was reported that the rollator, "snapped in the joint on the right hand side". It was reported that, "I purchased this rolls for last july it has a 350 lb strength I weigh a verified 235. Yet it has broken on one side, putting me in danger of collapsing completely and me falling". Customer stated there was no injury, medical intervention or follow up care. Customer stated they were doing "fine". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the rollator "snapped in the joint on the right hand side".